Manufacturer narrative:
(B)(4). Continued from block: evaluation code conclusion: off-label, unapproved, or contraindicated use (pre-operative ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient arrived at hospital with contained rupture of the infrarenal aorta. A CT scan was reviewed with the physician and pointed out areas of concern being a large piece of piece of calcium 5mm below the level of the renal arteries. It was determined that an evar was still best the option for the patient. The stent grafts were implanted without any issues. Final run revealed a type 1a endoleak. Several angles were viewed. The proximal portion was re ballooned without success. Then an extension cuff was implanted in attempt to gain coverage in the neck and apply more radial force to bifurcate. An angiogram revealed an endoleak was still present but the physician was unable to determine if the leak was a type 1 or a type iii fabric tear in the graft from the calcium. The patient was stable so the physician elected to stop the surgery and have a CT done on the patient in a couple days to determine if the endoleak was still present. The physician stated that the cause of the event was due to a large piece of calcium 5 mm below the renal arteries. Three days post index procedure a CT revealed the unknown endoleak was still present. The physician did not think it was a type I endoleak. The physician indicated that it could be a type iii (fabric) endoleak; however, it was unable to determine from where on the stent graft. Eight days later the patient was taken back to the or and had several angiograms performed with bal loons in each limb to confirm the endoleak; however, no endoleaks were present. No additional clinical sequelae were reported and the patient is fine.